Event description:
The following has been reported: nursing reported, iron dextran leaking from cassette on tubing during priming infusion. Nursing re-primed medication with new tubing set. Medication volume within tubing was wasted. A preliminary review identified the following issue: administration set leak (external part) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil were as corresponded to the specific code set-0032-25. Primary line infusion passed successfully and was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. When the cassette was removed from the cavity of the machine liquid immediately started dripping from the bottom side of the cassette. An underwater leak test was performed for verifying the liquid and air side areas of cassette and bubbles were observed coming from unit. Microscopic examination was performed, and an over insertion of the valve activated luer was observed. The customer complaint is confirmed. The reported leak could be related to an over-insertion of the secondary port or leak at the primary line due to insufficient solvent. An internal investigation was opened to mitigate this reported failure. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa24j07021 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.